Manufacturer narrative:
The tech found the gas springs were leaking, preventing the head section from lowering. He replaced the gas springs to repair the stretcher.

Event description:
Info received indicates the head section will not lower.